Manufacturer narrative:
Event date: unknown. Additional product codes: hrs and hwc. Approximately 6 weeks prior to explant date of(B)(6) 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: plate is broken off. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The broken off threaded shaft was not available for investigation. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard 316l (1.4441) iso 5832-1. Our investigation shows that one plate was send back for investigation. The plate is broken off at the variable angle-2 hole. The microscopic view of the broken surface does not show any anomalies of materials structure. It is likely that the plate could not resist the alternating applied loads which finally led to the material overload/ fatigue failure. The article in question was produced in a quantity in september 2012 and was distributed worldwide. Based on the available information we have to assume that too strong mechanical loadings caused the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon needed to remove a broken plate from a patient and revise the surgery to an intermedullary nail follow the plate breaking. The surgeon filled almost the whole plate with screws which the surgeon felt may have created a construct that was too stiff. Patient was full weight bearing. This is report 1 of 2 for (B)(4).